Manufacturer narrative:
The reported event of unable to tighten set screw was confirmed. Analysis revealed the user/physician had tightened and over-torqued the atrial setscrew down without a lead being inserted into the a-connector port. This resulted in the setscrew being stuck in place, blocking lead insertions and the setscrew could not be loosened to connect leads. The event was the result of user related errors. No device anomalies were found.

Event description:
It was reported that during the initial implant procedure, the right atrial set screw was unable to be tightened on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.